Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 18-jan-2023 h6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the barrel had a vertical crack outside the printed scale marking area extending from zero-grad line to 4 ml grad line. Potential root cause for the barrel cracked defect is associated with the assembly process. A device history record review was completed for provided lot number 2070831. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip syringe had a crack in it that leaked trastuzumab during the injection. The following information was provided by the initial reporter, translated from french: "on (B)(4)22 preparation in a laminar airflow hood of a syringe of trastuzumab for a planned subcutaneous injection (B)(4)22. No cracks were detected during the pharmaceutical release of the preparation. At the time of injection, the ide noticed that the syringe was cracked along the length and that there was a small leakage when injecting. Clinical consequences observed: none. But : - loss of active ingredient. - risk of exposure to chemotherapy for the nurse and the environment. - risk of microbiological contamination"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe had a crack in it that leaked trastuzumab during the injection. The following information was provided by the initial reporter, translated from french: "on (B)(6) 2022 preparation in a laminar airflow hood of a syringe of trastuzumab for a planned subcutaneous injection (B)(6) 2022. No cracks were detected during the pharmaceutical release of the preparation. At the time of injection, the ide noticed that the syringe was cracked along the length and that there was a small leakage when injecting. Clinical consequences observed: none. But : loss of active ingredient. Risk of exposure to chemotherapy for the nurse and the environment. Risk of microbiological contamination."